Event description:
It was reported that the patients device was non-functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. D6b: explant date: two months ago, from the aware date.